Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implant date of the pump was unknown. It was unknown if the patient experienced any symptoms. The pump was explanted in (B)(6) 2017.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20 mg/ml at 9.993 mg/day) via an implantable pump for an unknown indication for use. It was reported a motor stall came up two times. Troubleshooting included reprogramming. A replacement of the pump was recommended. Explant was planned, but a date had not been set. There were no provided contributing factors. The issue was not resolved. The patient status was alive - no injury. The pump would be returned. There were no reported symptoms. No further complications were reported or anticipated. Pump logs were provided from an interrogation on (B)(6) 2017 at 10:43. The elective replacement indicator (eri) showed 3 months. A motor stall occurred on (B)(6) 2017 at 11:25 with a recovery the same date at 11:46. As reported, another stall occurred on (B)(6) 2017 at 00:18 with no noted recovery.